Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Uring gross visual examination, a pu sliver was found in two different locations observed under the o-ring beneath the header at approximately 140° and 180°, with the ports at 0°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility facility administrator (fa) reported a dialyzer leaked from the header after they had been running on treatment for nearly two hours. No visible damage was noted to dialyzer other than it leaking. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator (fa) reported a dialyzer leaked from the header after they had been running on treatment for nearly two hours. No visible damage was noted to dialyzer other than it leaking. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: d4, h4.

Event description:
A user facility facility administrator (fa) reported a dialyzer leaked from the header after they had been running on treatment for nearly two hours. No visible damage was noted to dialyzer other than it leaking. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.